Manufacturer narrative:
Due to character limit e1 intial reporter name-(B)(6). Corrected fields-b5, e1(name ans email), g2, d5 updated fields- b4, d9, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, problem), h11 it was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) touch screen was not working. The device was turned on but it was seen that the touch screen was not working. D0.1 upgrade was loaded, coiled cord was changed, the device was tried again and it was seen that the touch screen was not working again. The fse recommended that a video generator board test should be done for fault detection. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during another service visit, getinge fst discovered touchscreen of cardiosave iabp (intra-aortic balloon pump) was not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that touchscreen of cardiosave iabp (intra-aortic balloon pump) was not working. There was no patient involved.